Event description:
Caller reported a tandem mobi cartridge alarm during insulin delivery, which caused the customer's blood glucose levels to be indicated as "high," though the specific value was unknown. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Tandem technical support confirmed the cartridge alarm and proceeded to replace the pump. Customer continued to use the pump for insulin therapy.